Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping, and a premature battery depletion (bd) alert was observed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) provided the replacement interval to the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported.